Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was predilated using another company's 2.5x12 mm balloon catheter at 8 atm for 10 seconds. The stent ruptured the vessel wall causing a proximal edge dissection, which was confirmed by ivus. After inflating another company's 3.0 x 8 mm balloon; the dissection was treated with a 3.5 x 23 mm promus stent. Initially, there was an irregular EKG, upon treatment of the dissection, the EKG was normal. No additional event or patient information is available. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labelling of abbot vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the IFU, is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)."